Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (lad). After implanting a 3.50x32mm promus element ¿ drug-eluting stent, a dissection at the proximal end of the lesion was noted. A 3.5x20mm promus element ¿ plus stent was then deployed to cover the dissection. Patient's status was stable.